Manufacturer narrative:
UDI (B)(4). Per additional information from the hospital, the patient had a cardiac arrest (normal coronaries) two years and eight months post implant. She was defibrillated multiple times with successful conversion of the arrhythmia. Valve was working well with a (peak) gradient of 30 with aortic valve area of 1.54 cm2. The patient passed away one day later. The exact cause was not provided however there is no indication of a link between the implanted valve and the patient¿s death. Based on the additional/new information, the event is no longer reportable. A corrected supplemental report is being submitted.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by the patient¿s daughter, the patient passed away two years and eight months post procedure due to a heart attack. Her tavr valve was ¿malfunctioning¿. No additional information was provided.